Event description:
It was reported via repair work order that the lift was stuck in the mid-height position due to bed extension and angle sensor malfunctions. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported via repair work order that the lift was stuck in the mid-height position due to bed damaged actuator and damaged wiring connection. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
It was initially reported that the lift was stuck in the mid-height position due to bed extension and angle sensor malfunctions. Follow-up submitted as further investigation determined the lift was stuck in the mid-height position due to damaged actuator and damaged wiring connection across the circuit which affects the wiring harness #2, base extension cable and angle sensors.